Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became shattered. Reportedly, the customer was unable to recall how the touch screen became shattered. The customer stated the pump was still functional. The customer's blood glucose level was 278 mg/dl and was addressed with a correction bolus via the pump. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.